Event description:
The customer reported the cassette contained reversed inlet and outlet tubing. The tubing set was primed with normal saline and the cassette was loaded into a plum pump. The pump was programmed to deliver the saline at a rate of 5ml/hr and the delivery was started. Approx 5 minutes later, the pump alarmed for an occlusion. At this time, the nurse noted "6-8 inches" of blood had blocked up from the pt's IV catheter. The nurse removed the cassette from the pump, manually primed the blood out of the tubing and reloaded it into the pump, but did not attach the set to the pt's IV catheter. The pump was programmed to deliver at a rate of 999ml/hr and the delivery was started. The nurse immediately noted that the saline was moving backwards up the tubing. The nurse repeated this exercise two more times with same results and then sent the tubing set and saline bag to the pharmacy. The tubing was replaced and the infusion was initiated with no problems. There were no reported adverse pt effects and no medical interventions were required. The pt was discharged home the next day. Though requested, no additional info was provided.